Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 65 mg/dl; however, the cause was due to taking a manual injection when the alarm occurred as customer was unable to access pump features until speaking with tandem technical support. Customer addressed bg level by consuming carbohydrates. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.